Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that patient weight was unknown. It was not confirmed how many overdischarges the device had been in. It was suspected by the manufacturer representative that the second occurred after the manufacturer representative took it out of an overdischarge state. They did 2 battery jumpstarts one month apart and then tried to clear the power on reset (por). Once the por was cleared, eos was seen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a manufacturer representative clarifying that the previous follow-up information regarding the por and eos were confirmed from the health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) was not taking a charge and their health care professional (hcp) wanted the patient to call the manufacturer to ask a manufacturer representative (rep) to help them start the stimulator back up. The patient noticed the ins would not take a charge last summer, they saw their hcp once a month and the last few times they saw them they recommended them to call the manufacturer. The patient has had an overdischarge before. Their hcp was far away from them and thought that the rep would meet them at a close location. There was a current overdischarge and prior overdischarge. The patient had not tried to recharge since 2015, and that an overdischarge was suspected. Other relevant medical history includes non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Additional information was received from a consumer and manufacturer's representative (rep) on 2017-oct-24 regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported there was poor communication on the patient programmer and the recharger was unable to communicate with the ins. The rep did a trickle charge and they were able to get the ins to accept a charge. The rep told the patient to go home and finish charging, and the patient stated they charged all the way. The patient said the next time they went to charge they were unable to connect to the recharger. The rep met with the patient at the healthcare provider's (hcp) office and confirmed overdischarge. The rep did a physician mode restart (pmr), but the office was closing so the rep stated the patient will continue the prm and charge until the ins was full. The rep said they would meet with the patient again to clear the power-on-reset (por). The rep called again and stated they charged to 25% and tried to clear the por with the clinician programmer, but it quickly became discharged again. The rep stated they would keep charging and see if they can clear the por. The patient reported they were in overdischarge a previous time and they met with a rep. Additional information was received from a manufacturer's representative (rep) on 2017-oct-26. The rep was able to recover the battery, but the office closed before the battery had enough charge to clear the power-on-reset (por). The patient was going to charge completely and call the rep to reset the battery. Additional information was received from the manufacturer representative on 2017-nov-29 reporting that the representative had met with the patient to with the implantable neurostimulator (ins) with the clinician programmer. The representative cleared the por seen due to the overdischarge and then the clinician programmer displayed an end of service (eos) message. No further complications were reported.